Manufacturer narrative:
The device was received and evaluated. The pod was received not deployed. No issues were found in the needle mechanism components that would cause a failure to deploy needle.. During investigation, the top battery clip was found to have corrosion, which blocked the battery power supply needed for sma wire to rotate ratchet gear. This caused a failure in deploying needle even after completing the second priming sequence. Crack was also observed on the chassis where the top battery rested. But it could not be determined when this damage occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not deploy as intended. The pod was worn for less than an hour and no adverse patient impact was reported.